Event description:
It has been reported to philips that the system will not boot past 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem. Troubleshooting actions along with log file review showed a problem with the system not connecting to the host due to the network switch being disconnected. The fse replaced the ethernet switch along with the ethernet cable and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that it would not boot past 00:00. A review of the system log file showed that multiple devices became unavailable to the system (sib, geo, flexvision, image detector, and generator). All these devices are connected to the host pc via the control network. Upon functional testing, fse found the network switch was getting disconnected. The fse replaced the ethernet switch and cable. After the replacement of the ethernet switch and cable, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.